Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a distorted display image. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with the liquid crystal display image being distorted was confirmed during product evaluation. This condition is due to a distorted main display. The display color service assembly, user interface module standoff left and right, and color display guide have been replaced to fix this condition. This involved a colleague infusion pump with a user interface module master software version 8.11.00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request has been made for the return of the device. Should the device or additional information become available, a follow-up medwatch will be submitted.